Event description:
During the procedure, it was reported that the hyperglide balloon deflated within five minutes of inflation inside the patient. The balloon was removed from the patient and tested for deflation, but the balloon could not be completely deflated. Another balloon was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire still inside the lumen and stuck at the distal marker band. A significant amount of blood was found inside the catheter lumen, which likely contributed to the reported issue. The IFU (instructions for use) states, "the balloon should always be deflated with the guidewire remaining beyond the catheter tip in order to minimize aspiration of blood into the lumen. " (B)(4).